Event description:
The patient reported twice now the needle button on the v-go has popped back up on it's own. The patient explained she did properly prepare the site before applying the v-go the needle buttons just popped back up on there own. The patient said the issues with the needle buttons occurred about two months ago and patient no longer has those devices.